Event description:
(B)(4).

Manufacturer narrative:
(B)(4). B braun medical inc is submitting a single report on behalf of b braun (B)(4) ( the MFR) and (B)(4) (the importer). This report has been identified as b braun (B)(4). The actual device involved in the event has been received for eval and the investigation is on going at this time. A follow-up report will be submitted when the eval results become available.